Event description:
It was reported via a trial that on (B)(6) 2008 the patient underwent direct stenting in the mid left anterior descending artery (lad) with one xience v stent. On (B)(6) 2010 the patient had elevated cardiac enzymes and a positive functional ischemia study; however, the ECG showed no myocardial infarction. On (B)(6) 2010 the patient underwent a diagnostic coronary angiogram where it was found that there was no in-stent restenosis in the index mid lad and there was no intervention required. On (B)(6) 2010 the patient experienced acute respiratory failure and expired on (B)(6) 2010. The patient was given oxygen for the respiratory failure. There was no additional information provided.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 270 mg/dl and 59 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were not found in meter memory. This is a final report.